Event description:
The homecare provider's delivery technician reported the following information: (1) they filled the h-46 from a source tank in the morning. (2) they wiped the h-46 uqick connect dry before fill because the humidity had caused condensation to form. (3) after fill, they disconnected the transfer line and the h-46 quick connect began leaking liquid oxygen. (4) they opened the vent valve to stop the leak. (5) about 40 percent of the contents leaked. (6) no injury occurred.